Event description:
In 2008, gore tag thoracic endoprosthesis (tg4010, tg4015, tg4020) were implanted for the treatment of a thoracic aortic aneurysm. A gore viabahn endoprosthesis was implanted within the left subclavian artery to assure the subclavian would remain open during the tag procedure. A viabahn was intentionally positioned with a portion of the device extending into the aorta. The tag device was butted up against the viabahn device (chimney effect). Following the procedure, good perfusion to the left subclavian artery was observed. The pt expired 10 days post implant. The official cause of death was reported to be a cerebral vascular accident with seizure-like activity. An autopsy was not performed. The devices remain in the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.